Event description:
The costumer reported a false negative results with the binax now covid-19 antigen self-test performed on (B)(6)2022 that generated a negative result. The patient had taken another test prior to the binax now test, on the same day using a quidel test that generated a positive result. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Theis report is being submitted to provide the initial report and investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 208406 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 208406 and device part number 195-430whr / lot 205335. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 208406 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.